Event description:
It was reported that a peritoneal dialysis (pd) patient went to the clinic on 7/19 where the nurse administered a culture which resulted positive for peritonitis. The patient had abdominal pain and swelling. The patient was not admitted into the clinic, but was just given antibiotics and sent home. She has been going to the clinic for her doses of antibiotics. The patient is currently recovering and performing her treatments without any further issues. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn) and the patient¿s family who was in the clinic at the time of follow-up. The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and swelling. A pd culture was obtained. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin every 5 days. One more scheduled treatment (dose not provided) remained. The culture resulted positive for coagulase-negative staphylococcus. The patient¿s symptoms have since resolved. The cause of the peritonitis event was not determined. The patient has not had peritonitis since being initiated on pd therapy on (B)(6) 2024. The patient reported being constipated.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to the clinic on (B)(6) where the nurse administered a culture which resulted positive for peritonitis. The patient had abdominal pain and swelling. The patient was not admitted into the clinic, but was just given antibiotics and sent home. She has been going to the clinic for her doses of antibiotics. The patient is currently recovering and performing her treatments without any further issues. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn) and the patient¿s family who was in the clinic at the time of follow-up. The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and swelling. A pd culture was obtained. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin every 5 days. One more scheduled treatment (dose not provided) remained. The culture resulted positive for coagulase-negative staphylococcus. The patient¿s symptoms have since resolved. The cause of the peritonitis event was not determined. The patient has not had peritonitis since being initiated on pd therapy on (B)(6) 2024. The patient reported being constipated.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler with liberty cycler set. Although a cause of the patient¿s peritonitis was not provided, the culture results of coagulase-negative staphylococcus, a pathogen found on the skin and hands, suggests a possible contamination during one of the patient¿s treatments. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. The most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands. Based on the available information, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.